Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and a non-mdt limb (excluder) was implanted during an emergency evar procedure due to a ruptured abdominal aortic aneurysm. It was reported that during the index procedure the patient suffered from abdominal compartment syndrome (act). After the index procedure a laparotomy was carried for decompression. The patients blood pressure did not recover and patient expired.  As per the physician the event was due to the length of time taken to reach the operating room and not due to the device.  As per the physician the cause of death was due to the rupture of the abdominal aortic aneurysm.  No additional clinical sequelae was provided and the patient has expired.